Event description:
International affiliate reports that excessive bleeding occurred during revision of the anterior I/f cage. The surgeon that he may have torn the common iliac vessel as it was being retracted to remove the cage. The vessel was repaired by a vascular surgeon. The pt is reported is reported to have come from the intensive care unit for the revision surgery and was intubated and returned ICU. The reason for the revision surgery is not known at this time.

Manufacturer narrative:
Depuy spine requested return of the cage for eval. A f/u medwatch report will be filed upon receipt of the device and completion of the eval.

Manufacturer narrative:
The breakage is due to that application of atypical force upon the cage during insertion. However, the round insertion hole through which the breakage occurred appears to have bene modified by the customer and this may have contributed to the event. The delay in reporting these results was due to an error in completing the new emdr that was submitted to the FDA on (B)(4) 2011. The error was detected on (B)(4) 2012.